Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated that patient received the following results on the mobile system compared to a professional meter within 1 minute: 191 mg/dl (mobile system ) and 50 mg/dl (professional meter). The customer had unspecified hypoglycemic symptoms at the time of the results. The nurse treated the patient with "some sugar." A second test was run on the same professional meter "a few minutes later" and a result of 71 mg/dl was obtained. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.